Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient presented to the emergency room due to symptomts of "racing heart" and feeling a "small vibration" in their chest. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data and noted that there were no stored episodes in the past 72 hours and no device measurements that would indicate any relation to the patient's symptoms. Ts also noted that the right atrial (ra) lead had previously exhibited low out-of-range pace impedance measurements. The device had previously been programmed to vvi mode. This device remains in service. No adverse patient effects were reported.